Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that a patient presented with sensitivity to light approximately two weeks post lasik. The patient was noted to have iritis in both eyes. The previously prescribed topical steroid eye drops was increased. There are two medical device reports associated with this event. This report is for the left eye. Additional information has been requested.